Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise over-sensing which led to pacing inhibition. Programming changes were made. The patient was stable.